Event description:
It was reported that a smiths medical pump displayed a no disposable pump won't run- res vol 47.2 ml, rate 2.3 ml/hr, given 56.45 ml. Air in line patient not affected no further information available.